Event description:
It was reported that the patient presented remotely via (B)(6). Review of transmission revealed inadequate trend data being populated for the pacemaker. No changes or intervention was performed. The patient condition was stable.